Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood visible in the guide wire lumen and contrast in the inflation lumen. This suggests that the device was prepared for use and advanced over a guide wire. The analysis confirmed that there was a radial rupture/tear in the middle of the balloon. The balloon was completely separated at the rupture with the distal end folded over the tip of the catheter where it was still attached. The material at the rupture appeared to be stretched and jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). In this case, as the distal end of the balloon was folded over itself, this was likely what the account interpreted as a physical property issue/irregular appearance. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Based on the information provided, the lesion was heavily calcified and may have contributed to the reported complaint. Additionally, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. The balloon was ultimately sent the scanning electron microscopy (sem) lab for further analysis, which indicated partial radial tearing was observed on the outer surface and along the rupture edge. The sem analysis determined that the balloon failure may have been attributed to exposure conditions and/or a material processing discrepancy. Damage of this type is also consistent with multiple inflations and/or high stress being applied to the balloon material. Reportedly, the balloon was pressurized to 24 atmospheres, above the labeled rated burst pressure (rbp) which likely contributed to the experienced difficulties. It should be noted that the product instructions for use warns: balloon pressure should not exceed the rated burst pressure. Use of a pressure-monitoring device is recommended to prevent overpressurization. It is likely that the balloon material became damaged (scratched) from interactions with other devices and/or the calcified lesion, such that the balloon ruptured radially upon inflation above rbp. This interaction may have then caused the balloon to separate at the rupture site upon retraction of the device, causing it to fold over itself and appear irregular. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. Overall, based on the information received with this event, the analysis of the returned product and the results of the sem analysis, the reported difficulties appear to be related to operational context of the device and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that in a heavily calcified left anterior descending lesion, the balloon ruptured at 24 atmospheres. When examined on the table the balloon appeared strange. No patient effects were reported. No additional information was provided.